Event description:
The facility's biomedical technician reported an infusion pump with a failure code 32 found during priming. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.